Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec38-i10l/serial (B)(4). The customer stated the event occurred during pre-procedural inspection check. In addition, the facility is re-educating the endoscopy tech on proper reprocessing procedures in order to avoid future issues. They are aware that they need to be making sure the cap is securely fastened before beginning reprocessing. No further information was provided at the time of the report. The device was returned to pentax on 07/07/2021. Pentax service inspectional findings included: fluid invasion in pve connector, ccd circuit board corrosion, bending rubber glue severe discoloration, up angulation decreased, right angulation decreased, up/ down angulation knob play, distal body impact marks, passed dry/wet leak tests, pve connector housing corroded, endoscope failed electrical safety test - plct, pve electrical pin corroded, pve electrical connector frame mild corrosion, suction tube twisted/kink, bending rubber mild discoloration, light carrying bundle distal cover glass right chipped, air/ water nozzle glue worn, left angulation decreased, right /left angulation knob play, down angulation decreased, air/ water socket cylinder o-ring chipped, shield cover corroded. Repairs were performed on the device which included replacement of the following components: o-rings and seals, distal end assy with tuber, bending rubber, rk and ud pulley assy, adjusting collar, angle wire, pcb for ccd drive pb-free, electrical connector assy, suction channel lg.